Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that no air came out of the infusion tube during cataract and vitrectomy combination surgery. The procedure was completed on the same day by replacing the product with another unit of the same product. There was patient contact with the suspect product, but no impact to the patient.